Manufacturer narrative:
Terumo has obtained the actual device that was used and performed evaluations with the suspect device. The visual evaluation confirmed the reported event; the magnet was missing from the device. It appears that there was insufficient loctite on the magnet well area. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during setup, the venous saturation cell of the h/s cuvette would not register. The product was changed out and the surgery was completed successfully.